Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a battery out limit alarm and then a blank display during the night. It was reported that alarm occurred during normal use. Customer was assisted with clearing alarm. It was also reported that insulin pump received an external ram crc error alarm and an unexpected restart alarm. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed for blank screen display and customer was advised that battery cap would be replaced.